Event description:
The lead was returned with no information. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion was received measuring 13 cm. A medial portion was received measuring 13 cm. A distal portion was received measuring 45 cm. Primary analysis revealed that the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Additionally, the distal conductor of the lead was extrinsically over-rotated, the interior svc (superior vena cava) defibrillation cable was extrinsically fractured due to pulling/stretching, the interior rv (right ventricular) defibrillation cable was extrinsically cut, and the proximal conductor was worn. Other product:5076-52 crdm non-defib lead implant 2006 (B)(6); 419378 crdm non-defib lead implant 2003 (B)(6). (B)(4).